Event description:
It was reported that the lead had dislodged causing the patient to receive inappropriate hv therapy due to oversensing far-p waves. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.